Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4296 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was seen on the ventricular channel during manual impedance measurement testing. Electrograms show noise on all channels. This led to pacing inhibition and a short asymptomatic pause. The physician is also wondering if the chronic capped redundant right ventricular lead could be a factor in the oversensing. Both the right ventricular and left ventricular leads remain in use. No patient complications have been reported as a result of this event.